Event description:
I have experienced many instances with the libre 3 cgm sensor failing. The sensor is designed to work for 14 days but rarely ever does it last that long. The error code that usually appears is 365 and stops working.